Event description:
During an orthopedic procedure (total hip case), a lap sponge was used to absorb blood and pressurize the bone cement immediately after it was injected inside the proximal femoral canal but before it hardened (a common practice in total hip cases). The radiopaque strip along with the dmt label was inadvertently placed near the cement and that there was no requirement to do so. As a result, the dmt label and radiopaque strip came in contact with the cement and fragments of the dmt label and radiopaque strip became embedded in the cement. Some of the fragments were removed and some were left in situ. The remainder of the dmt label and radiopaque strip was recovered.

Manufacturer narrative:
Investigation cannot take place as neither the device was returned nor can the event be replicated. Sponges are for general surgical use and not every set of environmental exposures can be anticipated. User will be cautioned in a closing letter not to place dmt label and radiopaque x-ray strip in close proximity to bone cement during orthopedic procedures. This is considered to be a final report.